Event description:
It was reported that the device determined a true bipolar lead configuration instead of an integrated bipolar configuration on a competitor lead. This led to a lower blanking period on the first few cycles of the left ventricular capture management test. Because the blanking period was too short for the lead configuration, a couple cycles of ventricular oversensing occurred incrementing the sensing integrity counter and no lv capture threshold was measured that day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise, ventricular short interval count (v-sic) equals 9.2 counts avg/day, in 10.52 days, between (B)(6) 2011 01:31:21 and (B)(6) 2011.